Manufacturer narrative:
The recipient was reportedly hospitalized on (B)(6) 2018, for debridement surgery. The recipient experienced swelling, which resolved. The recipient's wound is still in the process of healing.

Manufacturer narrative:
The recipient is reportedly experiencing swelling once again at the implant site. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was recommended device non-use for 2 months. The recipient's edema has reportedly improved, however, is still being monitored.

Manufacturer narrative:
The recipient's edema reportedly worsened. The recipient underwent debridement surgery. The recipient remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing edema at the implant site. The recipient is being monitored. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's wound and infection has reportedly healed.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the fantail and the silastic overmold was damaged on both the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced an infection due to redness and swelling near the implant. The recipient's device was explanted. The recipient will be reimplanted at a later date.